Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. The toilet seat was observed to have a crack on the left side. The crack was observed to go completely through the material as it was observed on the underside of the seat as well. The right side of the seat was observed to have stress marks where a crack appears to be beginning. The same location on the underside of the seat has small cracks present. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Consumer states her husband was using the new oval seat and in (B)(6) 2016 the new seat broke as well and he pinched his left thigh on the back not because of the cracked seat but the seat seemed not to fit the frame correctly so there is a gap or space between the front of the oval commode and the front bar of the frame, he put a band-aid on the open cut that the pinch caused. Update from consumer affairs on 6/24/16: dealer confirmed original commode model was 9630 but does not have the lot # and could not confirm the oval seat the end user put on it was even an invacare seat. No model # or mfg on the seat and it was the original seat or style that came on the commode which could have contributed to the seat cracking since it did not fit properly. No further information provided. No medical intervention reported. The (B)(4) was returned verifying the toilet seat is an invacare device. Parts catalog show that the (B)(4) is oval in shape.